Event description:
It was reported by the physician that during routine cataract surgery with intraocular lens (iol) implant with an unidentified insertion system the trailing haptic broke and the iol tore. The incision was enlarged and stitches were placed. A second lens was implanted without complication.

Manufacturer narrative:
The device was not received by the manufacturer for analysis. Information received from the account indicated the iol was damaged during implantation by an unidentified insertion system. The lens met all manufacturing specifications prior to release. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related.

Event description:
A report was received that alleges that the tracheostomy tube inadvertently became extubated which required medical intervention to re-establish the airway. The report states that damage to the flange of the tracheostomy tube resulted in the patient able to self extubate. The trach was replaced and the patient recovered with no incident related medical sequelae.

Manufacturer narrative:
Inspection of the intraocular lens (iol) showed a broken haptic. Lens met all specifications prior to release. While we are unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related.